Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the guide wire could not be maneuvered through the dilator of the sheath. The sheath was replaced without resolve. The case was aborted without any ablations taking place and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 16981-05, was returned and analyzed. The dilators were not returned for analysis. Visual inspection showed the device was intact with no apparent issues. Deflection worked as per specification and a testing dilator could be snap-locked into the sheath handle and it did not pull out from handle. Multiple aspirations and injections were performed without air bubbles or leaks, the hemostatic valve and valve assembly were leak tight. The reported guide wire and dilator insertion compatibility issue was not reproduced. In conclusion, the reported issue of guide wire and sheath dilator compatibility issue was not reproduced. The device passed the returned product inspection per specification.